Event description:
It was reported that an ilet showed unexpected battery depletion while on the charger, with charge decreasing from 57% to 45% and then to 36% despite a solid green charge indicator; the user tried an alternate outlet without improvement, and a replacement device was arranged after troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or required medical care. Investigation included remote troubleshooting and verification of use environment. Investigation of this case revealed a suspected battery or charging function problem inconsistent with the indicator status, suggesting a device performance issue localized to the power/charging subsystem. It was concluded, based on previously established findings for similar reports, that the cause was likely component or performance failure of the device¿s battery or charging circuitry.